Manufacturer narrative:
(B)(6). H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the infusion set tubing got detached at the quick release on (B)(6) 2024 during gym. The site location was abs and the pump was located on right side of abs in relation to the site. The infusion set had been used for four hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.